Event description:
It was reported that a high voltage lead impedance alert was observed. Tests results were reviewed, and lead appeared that all the high impedance measurements were coming from the svc coil. Programming changes were recommended. It was later noted that no programming changes have been made yet. The office is currently trying to contact the patient to schedule a time to come in for device reprogramming. The patient was stable.

Event description:
New information received notes that progarmming changes were made. The patient was stable.